Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm naviror vison valve was chosen for implant using a large flexnav delivery system. The patient came with a right bundle branch block. The patient's aortic valve angle (av angle from 3mensio was 56' and there was heavy leaflet calcification. The annular dimensions of the native were annulus diameter min- 22.9mm max- 27.7mm, area - 509.9 mm2, perimeter- 80.9mm and left ventricular outflow tract (lvot)- perimeter of 81.5mm, area- 503mm2. During procedure, the valve was pre-dilated and then exchanged the balloon aortic valvuloplasty (bav) balloon out for the valve and delivery system. The delivery system was inserted and the valve was deployed to 80% and they evaluated the valve and the depth was 4mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). The patient was in complete heart block with no blood pressure. The anesthesiologist gave medicines and chest compressions were performed while the valve was still at 80%. After a brief time, the chest compressions were stopped and the patient had stabilized. At this time, they evaluated the valve and it had migrated into the ventricle. The physician recaptured the valve but the valve capsule would not fully encapsulate the 29mm valve so they had to use the micro adjustment wheel to fully recapture the valve. The physician mentioned the cause of migration was chest compressions. Under fluoroscopy, the valve did not visually appear to be in good shape and noted malformed, so the physician requested to prepare and load another valve with a new delivery system. A temporary pacemaker was placed and a new 29mm navitor vision valve was implanted. The patient remained in complete heart block and they anticipated needing to implant a permanent pacemaker. Next day, a permanent pacemaker was implanted. The patient was reported admitted.

Event description:
N/a

Manufacturer narrative:
An event of valve under expansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The device was returned for analysis. The valve was returned in a dehydrated state. The condition of the valve precluded functional testing. Based on all available information, a cause for the reported valve under expansion could not be conclusively determined. It is possible that excess calcium contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention was the result of case-specific circumstances, as a CPR/resuscitation and temporary pacemaker implant were performed.